Event description:
Pt 1 initial creatinine result of 103.3 umoi/l, same sample repeated recovered 62.8 umoi/l. Pt 2 initial creatinine result 125.1 umoi/l, same sample repeated recovered 189.6 umoi/l. Pt 3 initial creatinine result 112.1 umoi/l, same sample repeated recovered 68.5 umoi/l. No info provided to determine if results were used to guide therapy. The investigational unit determined there was insufficient mixing.